Event description:
It was reported that a m. Blue valve (#fx816t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve caused an over-drainage and had adjustement difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection during the investigation, discoloration and scratches on the outer housing of the m.blue, were determined. Permeability test a permeability test has shown that the m.blue is permeable. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The result shows that the m.blue operates within the accepted tolerances in the horizontal position. However, but not within the specified tolerances in the vertical position. An accelerated outflow of m.blue in the vertical position could be determined. Adjustment test the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valve, deposits were found in m.blue. Results based on our investigation results, we can confirm accelerated outflow and non-adjustability in the m.blue. The deposits visible in the valve have led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the return shipment is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.